Event description:
Additional information received. No new information.

Manufacturer narrative:
Product analysis #243150410:analysis information -- 2019-06-19 07:40:06 cst pli# 10 product ID# 3058 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the caller was getting high impedances on electrode c1 01 02 03 12 13 23 when testing with the ins connected to the lead. They also stated that prior to calling they dried the lead. They disconnected the lead then reconnected the lead, when the setscrew is tightened the lead pulls out of the battery. The health care professional attempted to resolve this and now when retightening the setscrew the lead is setting and not pulling out of the header. At the time of the call the lead was connected to the ens and the caller indicated that they were getting good motor response with all electrodes. However when they had run impedances when the lead was connected to the ins at amp of 2.5 and pw 360us, the following values were provided: c0 3288 c1 >4000 01 02 03 >4000 1253 c3 900 23 1820. The caller stated that they were seeing motor response when the ins was testing electrode 1. The following values were provided c0 3539 c1 4000 c2 1182 c3 877 01 4000 02 4000 03 3773 12 4000 13 4000 23 1795. It reviewed that it was not clear what was causing the problem, the lead or the ins. Tss suggested that based on the good motor response with the ens and setscrew issue that the ins was more likely to be the problem component. No symptoms were reported and no further complications were noted or anticipated

Event description:
Additional information was received. The cause of the high impedance was unknown and the health care professional used a new ins. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.